Event description:
A malfunction was reported with the pump, specifically displaying a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappears.